Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic left heart catheterization procedure. Reportedly, a cuff miss occurred and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and without the device to examine, a definitive cause for the reported cuff miss could not be determined. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.